Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient's daughter, the g5 unit overheated and became hot to touch. They also reported that the fan sounded a lot louder than it should be. The patient reported feeling tired, out of breath, and falling due to the machine not working correctly. T he inogen team attempted to contact patient for further information three times with no response . Intervention is unknown. A replacement is being sent.